Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (540 mg/dl at its highest). The customer's healthcare provider said the pump was the cause of the high bg. The customer reverted to using insulin injections to manage diabetes and the bg level was 160 mg/dl.